Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. It is possible that interaction with the anatomy/other devices and/or a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to remove; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event/procedure estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported in a general comment that the procedure was to treat a perforation. During use of the balance middleweight (bmw) guide wire, the unspecified balloon became stuck on the wire. Everything was pulled out from the anatomy. There were no reported adverse patient effects due to the guide wire and there was no reported clinically significant delay in the procedure. No additional information was provided.